Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the pump no longer displayed the error code. The caller successfully started their sensor session.